Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.3 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, an omnipod 5 registry notification indicated that the patient experienced a severe hypoglycemic event since the prior assessment on (B)(6) 2026, reportedly involving loss of consciousness or seizure. Multiple good faith follow-up attempts were made; however, the patient was not reached. As a result, information regarding device wear status at the time of the event, the relationship of the event to the pod, event date, clinical course (including hospitalization or duration), signs and symptoms, diagnosis, blood glucose values, and treatment remain unavailable. A supplemental report will be submitted if additional information becomes available.